Event description:
It was reported that the paddles cannot be charged. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported there was a malfunction with the device. There was no reported patient involvement. Additional details have been requested.